Event description:
It was reported that device detachment occurred. The patient presented with acute coronary syndrome. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified artery. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Pullback was performed twice in the pre-dilation and when pullback was started for post ivus, an unusual squeaking sound was heard, the telescope stopped working, and pullback stopped. The device was removed without any particular resistance being encountered. However, it was noted that the catheter did not have an outer catheter sheath on the transparent part. In an attempt to remove the device fragment which remained in the vessel, first a snare and then a wiggle wire were used, but the device was unable to be removed. Since the proximal part of the transparent outer catheter sheath was inserted inside the guide catheter, a balloon inflation was performed distally with the guide catheter and when the device was removed together with the system, the outer catheter sheath also came out. The procedure was completed with another of the same device. There was no injury to the patient.

Event description:
It was reported that device detachment occurred. The patient presented with acute coronary syndrome. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified artery. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Pullback was performed twice in the pre-dilation and when pullback was started for post ivus, an unusual squeaking sound was heard, the telescope stopped working, and pullback stopped. The device was removed without any particular resistance being encountered. However, it was noted that the catheter did not have an outer catheter sheath on the transparent part. In an attempt to remove the device fragment which remained in the vessel, first a snare and then a wiggle wire were used, but the device was unable to be removed. Since the proximal part of the transparent outer catheter sheath was inserted inside the guide catheter, a balloon inflation was performed distally with the guide catheter and when the device was removed together with the system, the outer catheter sheath also came out. The procedure was completed with another of the same device. There was no injury to the patient.